Event description:
Pt was undergoing an angioplasty & stenting of the proximal mid and distal right coronary artery with three taxus stents. The 3.0 x 20mm stent/balloon system was the problem. The stent deployment was complicated by balloon separation and residual balloon in the proximal portion of the stents requiring urgent coronary bypass grafting.